Event description:
It was reported that while the surgeon was using the instrument the tip of the instrument fractured. No foreign body or harm was reported to the patient.

Manufacturer narrative:
(B)(4) g2: foreign: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H6: component codes: mechanical (g04) - drill. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: d9; h4. Visual examination of the returned product identified the tip of the reamer is cracked in two places. Item and lot numbers are confirmed to match the complaint. There is some wear around the shaft near the lot number. Dimensional analysis of overall length and diameter passed. Stepped cutting-edge visual check passed as well. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.